Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred at 12am on (B)(6) 2017. At this time, the patient obtained a blood glucose result of ¿545mg/dl¿ with the subject meter which they felt was higher than their feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they took an additional 60 units of insulin as a result of the alleged high result on the subject meter. The patient reported that 2 or 3 hours after this they woke up with symptoms of ¿can¿t move, excessive sweating, weak shoulders, extreme hunger and tired¿. As a result of this the patient¿s wife measured their blood glucose on the subject meter and obtained a result of ¿180mg/dl¿ as well as a second result on another device of ¿48 or 52mg/dl¿. In response to this the patient self-treated by consuming orange juice and eating sweets at 3:10-3:15am. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was used. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of medication based on alleged inaccurate high results obtained with the subject meter.